Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a pericardial effusion was observed, and was resolved with a pericardial centesis. It was suspected that the perforation resulted from a bard temporary balloon tip pacer electrode that had been placed in the patient's right ventricle. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).